Event description:
The patient had a total hip replacement done on (B)(6) 2006. They were experiencing pain in the right thigh/hip. It was discovered that there was a fluid collection in the patients thigh. They aspirated it and it returned, requiring a revision. We removed the alumina ceramic head and liner and replaced them with a 10 degree liner and +5 universal sleeve and ceramic head.

Manufacturer narrative:
Reported event: an event regarding pain and fluid collection in the hip joint involving an trident ceramic liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis has been performed. The report concluded: a circumferential metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Debris was observed on the shell and insert. Eds showed the that both samples of debris were consistent with biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: no confirmation of the event description; insufficient clinical information provided. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a clinician review of the provided medical records states the following; no confirmation of the event description; insufficient clinical information provided. The device was returned and material analysis was performed which concluded: a circumferential metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Debris was observed on the shell and insert. Eds showed the that both samples of debris were consistent with biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including the revision operative reports, clinical reports, histopathology reports, office notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Device evaluation is anticipated but not yet begun. A supplemental report will be submitted upon completion of the investigation. The following devices were also listed in this report: 32mm alumina ceramic head; cat#unknown alumina head; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had a total hip replacement done on (B)(6) 2006. They were experiencing pain in the right thigh/hip. It was discovered that there was a fluid collection in the patients thigh. They aspirated it and it returned, requiring a revision. We removed the alumina ceramic head and liner and replaced them with a 10 degree liner and +5 universal sleeve and ceramic head.